Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the instrument channel of the device tested positive for unspecified microbes (4cfu / channel). The testing result cleared the (B)(6) guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from the instrument channel of the subject device tested positive for stenotrophomonas maltophilia (144cfu / channel) and brushing the instrument channel of the subject device tested positive for serratia marcescens and stenotrophomonas maltophilia (>1000cfu / channel). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that the user facility conducted microbiological testing for the subject device once each for before (first time) and after (third time) the result of the microbiological testing reported in the initial MDR. In the first and the third time microbiological testing, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2019] the instrument channel: pseudomonas aeruginosa and stenotrophomonas maltophilia (320cfu/channel). The air/water channel: stenotrophomonas maltophilia (80cfu/channel) brushing the instrument channel: serratia marcescens and stenotrophomonas maltophilia (>1000cfu/channel). [Third time; (B)(6), 2019] the instrument channel: aerober sporenbildner (1cfu/channel) and micrococcus luteus (1cfu/channel). The air/water channel: micrococcus luteus (1cfu/channel) and corynebacterium mucifaciens (1cfu/channel). Brushing the instrument channel : stenotrophomonas maltophilia (300cfu/channel) and achromobacter xylosoxidans (42cfu/channel). The device had been reprocessed with a non-olympus automated endoscope reprocessor, adapta scope wd440 (wassenburg), using peracetic acid. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.